Manufacturer narrative:
Device evaluated by MFR: there was no damage to the sds. The balloon was tightly folded. The stent was moved 1mm proximally. There were stent strut impressions on the surface of the balloon, distal of the location the stent was presented in. The strut impressions on the balloon confirmed that the stent was appropriately positioned and secured to the sds in manufacturing. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure the stent moved on the balloon. Access was obtained via the femoral artery. The 13mm in length and 4.0mm in diameter, 80% stenosed, eccentric, and de novo target lesion being treated was located in the mildly tortuous and mildly calcified distal right coronary artery (rca). The lesion was pre-dilated with an unspecified balloon leaving 50% residual stenosis. A 4.00x16mm liberte bare stent delivery system was then advanced to the rca. The stent reached the lesion without any procedural difficulties and a shift of the stent from the balloon markers was observed via radioscopy. The sds was removed and the procedure was completed with a different 4.00x16mm liberte bare stent. During this procedure lesions in the posterior descending artery (pda) and left circumflex (lcx) were also treated. A 2.5x15mm unspecified balloon was used to pre-dilate the pda and a 2.5x24mm promus element stent was deployed without complications. A 2.75x12mm promus element stent was deployed in the lcx. The patient was prescribed aspirin and clopidogrel for 1 month post procedure. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure the stent moved on the balloon. Access was obtained via the femoral artery. The 13mm in length and 4.0mm in diameter, 80% stenosed, eccentric, and de novo target lesion being treated was located in the mildly tortuous and mildly calcified distal right coronary artery (rca). The lesion was pre-dilated with an unspecified balloon leaving 50% residual stenosis. A 4.00x16mm liberte bare stent delivery system was then advanced to the rca. The stent reached the lesion without any procedural difficulties and a shift of the stent from the balloon markers was observed via radioscopy. The sds was removed and the procedure was completed with a different 4.00x16mm liberte bare stent. During this procedure lesions in the posterior descending artery (pda) and left circumflex (lcx) were also treated. A 2.5x15mm unspecified balloon was used to pre-dilate the pda and a 2.5x24mm promus element stent was deployed without complications. A 2.75x12mm promus element stent was deployed in the lcx. The patient was prescribed aspirin and clopidogrel for 1 month post procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).